Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta valve was implanted successfully. On (B)(6) 2022, it was reported that the valve was explanted due to aortic stenosis. The valve was replaced with a 25mm non-abbott valve. No additional information was provided.

Manufacturer narrative:
Explant due to aortic stenosis was reported. The investigation found calcifications on all leaflets and there was fibrous thickening on all leaflets. Leaflet 2 was torn. There was fibrous pannus ingrowth on inflow surface with narrowing of inflow diameter and on the outflow surfaces of leaflet 1 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The calcifications noted could have contributed to the reported stenosis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.